Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise. No changes or intervention were reported; the ra lead will continue to be monitored remotely. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial (ra) lead noise was oversensed.